Event description:
The patient contacted animas on (B)(6) 2012, and reported that the ok keypad button was intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be torn near the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The ok, up and down arrow keypad buttons were responsive; the complaint with the ok button was not duplicated at the time of testing. The contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery. During investigation, evidence of contamination was found under the up, down and contrast keypad contacts, and the up arrow key contact was found to be misaligned.